Event description:
The customer reported false positive reactions with the reagent red blood cell #1. The customer has returned the patient sample that had caused the false positive test result, and the supposedly defective product was returned, too. Testing in our quality control laboratory is still ongoing.

Manufacturer narrative:
This is our initial report on this incident

Event description:
The customer reported false positive reactions of two patient samples with cell #1 of biotestcell 1&2. The customer has returned the patient samples that had caused false positive test results and the supposedly defective product was returned, too. Our quality control laboratory tested the patient samples with the complained sample of biotestcell 1&2. Testing yielded a 1+ positive reaction of patient sample one and a +/- reaction of patient sample 2 with cell #1 of biotestcell 1&2. Because there was no more patient sample material left it was not possible to do a further identification or root cause of the two positive results. The complaint sample was also tested with different donor samples and positive and negative control. All positive and negative reactions were correct. We did not observe any false positive reactions. Because the customer´s complaint could be confirmed a risk analysis was performed. The result of this risk analysis showed that there is no risk for users of biotestcell 1&2: biotestcell 1&2 is used for the antibody screening of unexpected antibodies. In case of an positive antibody screening test further confirmation tests have to be performed to clarify any discrepant results. A transfusion will only be performed after clarification. Because of the confirmed complaint further actions (CAPA) were initiated. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell 1&2 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our final report on this incident.